Manufacturer narrative:
The msd was returned for evaluation but the fractured distal section was not returned. The evaluation of msd 171026006-003 revealed the msd fracture occurred in the treatment zone at the most proximal end of the proximal group and 91.5cm from the distal end of luer barb. A review of the device history record confirmed that the product was manufactured per standard processes and met all acceptance criteria. There have been no other reported complaints from msds of the same lot. The IFU warns the user to not advance if resistance is met. Excessive force against resistance may result in damage to the device or vasculature. User error was not confirmed, but could not be ruled out as a cause or contributing factor to the msd fracture.

Event description:
It was reported that a patient with a dvt was treated with ekos on (B)(6) 2018. The device was placed contralateral going from left to right during the dvt case. It was reported that the msd started to bend and kink as it was being delivered and eventually, when it was removed from the sheath, the msd was broken. A second device was used without issue. No patient harm was reported.